Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave a lec 1871 message. This happened while testing, there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing found that the device exhibited the reported error code when the motor was activated. The investigation determined that an issue with the motor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The motor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.